Event description:
The customer reported that the aliniq ams assigned wrong requested code to patient specimen identification and one sample identifications assigned to two different patient specimens in ams software at the same time in ams software. The request code comes from lis system. The one request code can be two different patients. The request code (B)(6) was updated by customer in ams software with multiple sids ((B)(6),that originally sent by lis system belonged to request code (B)(6). The request code (B)(6) should not have assigned to the specimen identification (B)(6). Those sid should have request code (B)(6). The customer modified that request code (B)(6) workstation, ams client software (order entry module). The customer noticed duplicate specimen identification in ams software after updated request code (B)(6) workstation ams client software. The customer observed on ams software that one specimen identification assigned to two different patients. The customer observed two duplicate order one was correct order from lis, and one was incorrect order that modified by the customer manually (B)(6)workstation ams client software. The customer noticed and stopped generating any incorrect results to incorrect specimen identification. The ams software should prevent to modify request code by manual entry. There were no incorrect results generated and reported out of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The abbott ams expert performed investigation and confirmed that a human (lab technician) error contributed to the aliniq ams middleware, version 2.07 2, malfunction: logs file confirmed that manual actions (sample updates and addition of tests) was done via order entry module by the customer. The reasonable hypothesis is that the customer has made some mistakes with sample and request codes management using barcode scanner: the lab staff user was working on the order entry module while having the tubes physically available in front of him/her and used a barcode scanner to easily set the sample ID into the user interface of order entry. While the order entry was still focused to the request 8543433, the user scanned the barcode related to the request 8545527 associating samples to the previous request. A review of tracking and trending of the aliniq found no additional complaints replated to the complaint issue. Therefore, no trends were identified. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and provides adequate instructions to the user about how to close manually a test in aliniq ams. Based on the investigation the aliniq ams is performing as intended, no systemic issue or deficiency of the aliniq ams was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.